Manufacturer narrative:
The returned lead was thoroughly analyzed. The visual analysis of the lead showed damage to the insulation in the distal area, as well as a conductor fracture of the rope conductor to the rv shock lead. The conductor fracture can with high probability be regarded as the cause for the measured high shock impedance. The observed damage manifestation requires stress on the lead body over a longer period of time. The position and characteristics of the error manifestation lead to the assumption of significant mechanical stress of the lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The cuts in the insulation are probably due to the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 69 months, a shock impedance >150 ohms was reported. No deterioration of the patient's state of health was reported.